Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection.

Event description:
It was reported that customer was hospitalized for high blood glucose levels and diabetic ketoacidosis (dka). Customer expressed the following symptoms of high blood glucose: nausea, thirsty, hard time breathing, hard time seeing, and frequent urination. Customer's blood glucose reading at the time of emergency room visit was 500+ mg/dl. Customer was wearing the pump at the time of emergency room visit. Nothing further reported.